Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after weight loss patient experienced discomfort at ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was moved to a deeper location on her body. No product was replaced. Issue resolved and effective therapy restored.